Event description:
It was reported that during the procedure, atrial fibrillation was inducted as well as heart block. The patient was treated with medication intravenously and the device remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.